Event description:
One endeavor sprint otw drug-eluting stent was deployed to the first diagonal. Post procedural stenosis 0% with timi 3 flow. The patient was discharged two days after the index procedure. A staged procedure to treat the mid lcx was planned within 6 weeks of the index procedure. Approx 5 days after the index procedure the patient was admitted with angina, doctor proceeded with the scheduled staged procedure for the mid lcx. In the investigator's opinion, the angina was moderate in intensity and not related to the study device, procedure, or drug. It is reported that the patient died 2 days after admission for angina. Cause of death was cardiac death due to mi with chronic heart failure.

Manufacturer narrative:
(B)(4). Death.